Event description:
The customer called during a red blood cell exchange (rbcx) procedure on a sickle cell patient with aim system detecting rbc near the top of the channel and the low level system detected excess fluid. The customer wanted to know how to continue the run. They were able to disable aim and continue the run. She gave the patient 775 ml of ns bolus at the beginning of the procedure. She left the red roller clamp open. No medical intervention occurred and the patient is in stable condition. The collection set is not available for return because the customer was able to continue the procedure.

Manufacturer narrative:
This report is being filed to provide additional information in h.11. Investigation: the customer did not respond to multiple requests for lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer did not respond to multiple requests for lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer did not respond to multiple requests for lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Patient adjusted final fluid balance (with 775 ml unintended saline bolus) = (3804 ml + 775 ml) / 3804 ml x 100% = 120.4 % root cause: a root cause assessment was performed for the unintended saline bolus to the patient. Based on the customer's statements, the operator failed to follow the screen prompts to fully close the inlet saline roller clamp at the end of saline prime divert. Based on the available information a definitive root cause for ¿aim system detected rbc near top of channel¿ could not be determined but it is likely due to one or a combination of the possible causes listed below: patient hematocrit entered was not correct. Hematocrit entered for replacement fluid was not correct. Patient¿s plasma was darker than normal. Based on the available information a definitive root cause for ¿aim system detected rbc near top of channel¿ alarms could not be determined but it is likely due to one or a combination of the possible causes listed below: patient hematocrit entered was not correct. Hematocrit entered for replacement fluid was not correct. Patient¿s plasma was darker than normal. Based on the available information a definitive root cause for ¿low level system detected excess fluid¿ alarms could not be determined but it is likely due to one or a combination of the possible causes listed below: excess saline fluid entering the system obstruction in the fluid pathway causing fluid to be diverted into the return reservoir.

Event description:
The customer called during a red blood cell exchange (rbcx) procedure on a sickle cell patient with aim system detecting rbc near the top of the channel and the low level system detected excess fluid. The customer wanted to know how to continue the run. They were able to disable aim and continue the run. She gave the patient 775 ml of ns bolus at the beginning of the procedure. She left the red roller clamp open. No medical intervention occurred and the patient is in stable condition. The collection set is not available for return because the customer was able to continue the procedure.

Event description:
The customer called during a red blood cell exchange (rbcx) procedure on a sickle cell patient with aim system detecting rbc near the top of the channel and the low level system detected excess fluid. The customer wanted to know how to continue the run. They were able to disable aim and continue the run. She gave the patient 775 ml of ns bolus at the beginning of the procedure. She left the red roller clamp open. No medical intervention occurred and the patient is in stable condition. The collection set is not available for return because the customer was able to continue the procedure.

Manufacturer narrative:
Lot number, manufacture date and expiry information are not available at this time. Investigation is in process, a follow-up report will be provided.